Event description:
Per the clinic, the patient experienced an infection (cellulitis) at the abutment site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on january 31, 2024.